Manufacturer narrative:
Weight, race, ethnicity: unk. G4-PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -9.5/+2.5/093 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6)2020 the lens was exchanged with a same size, different sphere/cylinder/axis lens due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown.